Event description:
Reporter calling after experiencing ongoing health problems ever since she had essure placed on approximately (B)(6) 2010. Reporter states that after giving birth to her last child, she was opting for and intending on having tubal ligation. She states that she was in the navy at that time. After she gave birth, she states the navy physician steered her away from tubal ligation and instead strongly insisted she have essure placed instead. Reporter states this was not the procedure she had been planning on, however ultimately agreed to have essure placed. She states she felt "instant back pain immediately" after placement. She asked her doctor because this pain was concerning to her, but states her doctor told her that this was normal and that it would subside. Reporter states the pain has never really gone away and as the years have progressed she is now experiencing headaches and migraines that are "so bad I can't get out of bed some days." Reporter also states that ever since essure, she now has menstrual irregularities including an unpredictable cycle, heavy flow that can saturate a menstrual pad in thirty minutes, and intense abdominal pain. Prior to essure, she never experienced any menstrual irregularities. She states her cycle is now so irregular that she has to use menstrual pads "every day" due to bleeding. Reporter states she is currently a patient in the v.a. Health system and has talked to her providers there about her concerns with essure and that she wants it removed. She states that these providers behave as if they do not know what essure is, and that they are dismissive of her concerns and symptoms. Reporter has concerns because this is all very stressful to her and that it is greatly complicating her life, including her ability to work and maintain an income to help support her family. She is reporting this to the FDA because "I don't know what else to do."